Event description:
As reported by the patient's son, the patient had a gore-tex® vascular graft implanted as an av dialysis graft in (B)(6) 2003. The 2-3 months following the implantation, the graft continued being cannulated; however, the patient¿s arm reportedly did not heal well. Reportedly, the patient returned to the hospital in (B)(6) 2004 because of continuous bleeding from the patient's arm. As reported, the patient expired during a procedure to address the bleeding.

Manufacturer narrative:
Corrected data: no adverse event occurred related to a gore product. No death occurred related to a gore product. (B)(6). Type of reportable event - other -this was not a gore product. Device not manufactured by reporting firm. Additional information: implant date: (B)(6) 2002. Explant date: (B)(6) /2003 . Based on our investigation, we believe the flagstaff medical center physician who performed av access cases during the time of the 2001 teflon graft implant, did not use gore vascular grafts for av access. Therefore, it is unlikely that the graft implanted was a gore product.

Manufacturer narrative:
The autopsy report stated, "the a-v shunt connects cephalic vein on the most lower aspect with a teflon graft through an area of hardened patch anastomosis where the rupture was seen." There were other manufactures of a teflon graft at that time. Based on the available information, we could not determine if the graft implanted was a gore-tex® vascular graft.

Event description:
Additional information received. A "teflon" vascular graft (unknown manufacture) was implanted in (B)(6) 2002 as a av dialysis graft. Reportedly, the cannulation site continued to bleed between cannulations' during the 2-3 months following implantation. As reported in the medical examiners report, "the investigator stated that the decedent began to bleed from the shunt that was placed in his arm. He was transported to fmc and admitted. The hospital personnel wrapped the decedent's arm to subdue the bleeding. The decedent's nurse checked on him throughout the night. During the early morning hours she checked on the decedent and found a large amount of blood pooled around the area of the arm with the shunt. He was in full code, she began CPR, but was not able to revive him. He was pronounced at 0545."